Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation of the device, noise was noted on the electrograms, some were labeled as high ventricular rated on the right ventricular lead. The noise was not reproducible with isometric testing. The device was reprogrammed. The patient was stable before, during and after the programming.